Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3. Two clips (60519u134, 60519u159) were implanted, reducing the mr to < 1. On (B)(6) 2016, the patient presented with dyspnea. Echocardiogram was performed which found that the lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. No further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion in the clip and contributed to the reported user experience; however, this cannot be confirmed. The reported patient effects of worsening mr and dyspnea appear to be a result of procedural conditions due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.